Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator has an internal leak when connected to hospital air (yellow hose). Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Correction: h11:through additional follow-up/review, the reported issue was discovered only during a manufacturer recommended, scheduled, preventative maintenance (pm) service. There is no reported issue that occurred during normal operation of the device. Please disregard and void vyaire reference number: (B)(4) under MFR report #:2021710-2023-17806.